Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that customer's insulin pump alarmed for backup battery fails. Customer's blood glucose was 3.4mmol/l at time of incident. Customer's mother performed troubleshoot but did not resolve the issue. Insulin pump will be return for analysis and will be replaced.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error (B)(4) alarm. The power management tool confirmed power error (b(4) alarm was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit passed displacement test and self test. Unit was received with cracked select button keypad overlay, damaged keypad overlay texture, minor scratched lcd window and scratched case.